Event description:
The event is reported as: complaint alleges: stapler misfired during a breast reduction surgery. No reported patient injury. Patient condition is fine.

Manufacturer narrative:
Device sample has not been received by MFR in time for this report.